Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes - hrs, hwc. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows. Plate broke in a short period of time. On (B)(6) 2013, a (B)(6) patient suffering from hypoglycemia had an accidental fall presenting periprosthetic fracture (medial pur) supra - intercondylar femur. On (B)(6) 2013, it reduction + interfragmentary screw fixation intercondylar absolute stability, condylar plate with locking screws distal and proximal dls + bone grafting. Left unloaded. On (B)(6) 2013, good performance indicated - not pain. Make exercise download, (B)(6). Rx : se maintains reduction, consolidation unclear. Plan: start (B)(6) partial load. Over a month. On (B)(6)2013, the patient complained of pain for a few days without trauma. Referred to have been walking freely, only with a crutch in recent days, despite showing only (B)(6) load. On (B)(6) 2013: patient's first surgery was on (B)(6) 2013. Explant day: 09/06/2013. Second surgery was performed because the plate is broken. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative:device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The dimensions of the plat were measured and met specifications. The review material documentation was reviewed and the product met specifications. A scanning electron microscope was used for the examination: based on the topography of the fracture surface we conclude that the implant was subjected to dynamic bending loads (two-sided). Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.